Event description:
It was reported that pump malfunction occurred after pump became wet, with malfunction code malf 13 displayed and not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.